Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the cap of a small volume folfusor during filling. The pump was been filled with 110ml (5fu and sodium chloride). This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4). A photograph was received for sample evaluation. During photographic analysis, it was identified that fluid was coming out at the fillport, which suggests leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified, but the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.